Event description:
After the customer wearing the pump for approx two months the device had two different error alarms several times. The pump user was put in the hosp for saving the pt. It was reported that the alarms happened sometimes at nightime and the pt was very nervous. Bg levels started to be low and high. Pump has been changed.